Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3: reference MFR. Report: 1627487-2017-03898, reference MFR. Report: 1627487-2017-03899. The patient has two model 3166 leads (device 2) with the same lot number. It was reported the physician noted exposed wires on the patient's paddle lead and extension. In addition, there were multiple invalid contacts on all implanted leads. As such, surgical intervention was undertaken during which the paddle lead was explanted and replaced. Additionally, the two model 3166 leads and the extension were explanted without replacement. Stimulation was restored following the procedure.